Manufacturer narrative:
Product ID: 7489-51, serial#: (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(6). (B)(4).

Event description:
It was reported the patient had a revision surgery due to high impedances. It was also reported the patient experienced pain and less than 50 percent therapy relief. It was reported the patient's extension was explanted and the patient recovered with no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the cause of the high impedance was due to either the extension itself or the connection between to the implantable neurostimulator (ins). The cause could not be determined for sure since the physician did not keep the explanted devices. It was also reported that the extension component was replaced with the result that the patient received effective therapy.

Manufacturer narrative:
(B)(4).